Manufacturer narrative:
A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager.the actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following information: it was reported that the tr band deflated. 20ml of air was injected into the tr band. Tr band was noted to be losing air right away, while patient was still in the room. The estimated blood loss was less than 250cc. Procedure performed prior to use of the tr band was left heart catheterization. Unsure where leak was coming from. No noticeable damage to the device. Device was not manipulated in any way. Products are stored in drawers in the lab. Hemostasis was achieved with a tr band of a different lot. Patient remained in stable condition.